Event description:
Several 1 liter hospira brand visiv bags were discovered to leak at the "seam" at the top of the bag. This was discovered in a storage location. The hospital reported the problem to the MFR at that time. Several weeks later, more bags, delivered after the report, were found to have the same problem. None of the bags were used on patients. A hospira qa representative is coming to research the problem and discuss resolution. Event reappeared after reintroduction: yes.